Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statements in the initial MDR, "the cgm continued to drop, and the patient experienced feeling shaky and lost consciousness." H2 correction. H6 health effect - clinical code - correction to remove code f1203 life threatening illness or injury from the initial MDR.

Event description:
¿It¿ continued to drop, and the patient experienced feeling shaky and almost lost consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the cgm reading was 47 mg/dl. No fingerstick was taken, but the patient self-treated with glucagon and ate carbohydrates. The cgm continued to drop, and the patient experienced feeling shaky and lost consciousness. An ambulance was called by the patient¿s husband. No fingerstick was taken by the paramedics and the patient was brought to the hospital. At the hospital the blood glucose reading was 112 mg/dl, the patient did not remember the cgm reading. No further treatment was reported to be needed and after 1.5 hours the patient was discharged. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.